Manufacturer narrative:
Failure analysis confirmed that the insulin pump received with motor error alarm during rewind due to motor encoder signal out of phase. No a35 alarm noted during testing. Analysis was unable to perform displacement test due to motor error alarm. The insulin pump had cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and motion sensor test failure. The customer's blood glucose reading was unknown. The customer sated there were some motion sensor test failure alarms, alongside the motor error alarm. It was stated the customer had multiple motor error alarms in the history. It is unknown if the insulin pump will be returned for analysis.